Event description:
During a clinic follow-up, a high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a lack of lead slack was suspected to be the cause of the event. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.